Manufacturer narrative:
G4: this part (dky162) is not approved for use in the united states; however a like device was cleared in the united states under 510k k171010. The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that a patient was revised due to instability issues.

Manufacturer narrative:
Correction - please refer to g1 manufacturing site for devices. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The case information provided was reviewed by the medical expert and the opinion was stated as follows: the patient initially underwent open reduction and internal fixation (orif) for a distal humeral fracture. Unfortunately, the fixation failed, necessitating a conversion to a distal humeral latitude ev implant. By implanting only the humeral components, the resulting construct functioned as an elbow hemiarthroplasty, requiring the humeral spool to achieve optimal articulation with the patient¿s native ulnar trochlea and radial head. In some cases, the radial head is excised, although it is unclear if that occurred in this instance. Additionally, the term instability can be interpreted in various ways. Was it due to loss of implant fixation, insufficient soft-tissue tension, malpositioning, under sizing, or another factor? Unfortunately, we lack sufficient information to draw meaningful conclusions about this case. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine a root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient was revised due to instability issues.